Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anterior resection. According to the reporter: first purple 60 tri staple cartridge fired fine. The second purple 45 tri staple fired but at the end of the firing the egia ultra handle literally fell apart into 6 pieces. The cartridge detached from the broken handle and the cartridge was still clamped onto the rectum with I-beam in the distal position. The surgeon managed to finish the case keeping it as laparoscopic, but a very small amount of tissue remained locked in the cartridge jaws. Device was removed by using other cartridges around the area. Reinforcement material not applicable. The case was extended by more than 30 minutes.